Event description:
Customer took a blood glucose test at 5:26am and received a result of 385mg/dl. Pt took insulin based on the result. Pt passed out around 8am and was found by their spouse at 11am. Their blood glucose level at 11am was 448mg/dl. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.